Manufacturer narrative:
Jan 26, 2016 03:12 pm (gmt-5:00) added by (B)(6): the graft was returned to the factory for evaluation. Evidence of dried blood indicating clinical use was observed on the graft. Slight reddish brown discoloration was seen over the whole graft. Sutures were observed in the area where the graft was cut. A red shiny material that did not seep in the fabric appeared to be applied only on the suture line. Blue ink was on the trunk area of the graft. The hemashield 4 branch mdv graft is impregnated with collagen to improve hemostasis. The potential for the graft to be contaminated/damaged during the return process and the potential for exposure to factors in the clinical environment outside our control that affect the collagen coating precludes our ability to conduct a product analysis on the returned graft. Therefore, a review of the manufacturing processes is required. The device history record (DHR) has been reviewed with special focus on the results of the standard porosity testing performed during final inspection. The records show the device lot conformed to all applicable procedures and specifications. Specifically, the lot passed porosity testing with all permeability values within specification. The test results are available as an attachment to the investigation record. Based on the returned condition of the device the reported complaint was unable to the confirmed for 'leak." (B)(4).

Event description:
The hospital reported that during aortic arch aneurysm procedure, using hema 4 branch 26mm platinum graft, there was bleeding on graft body. The patient is now in ICU but no transfusion needed at that time.

Manufacturer narrative:
On 09/15/2015 04:52 pm. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during aortic arch aneurysm procedure, using hema 4 branch 26mm platinum graft, there was bleeding on graft body. The patient is now in ICU but no transfusion needed at that time.